Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported that during the peel away of a sheath for the impella cp patient, the 76-year-old male patient moved his leg, and caused the peel away intoroducer sheath to pull out unexpectedly, causing a moderate bleed requiring immediate manual pressure. The patient became hypotensive and levo was started. The stat echo showed moderate effusion. The physician decided of getting 4 units of prbcs and repeat echo in one hour.

Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. Product was not returned for investigation. Per given clinical, the patient leg movement, causing the peel-away sheath to pull out, resulting in moderate bleeding. The root cause of the access site bleeding issue was patient movement based on given clinical details.